Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple therapies and experienced asystole due to the inhibition of pacing, which was due to noise on the right ventricular (rv) lead. It was also reported that the lead had a fracture. A lead revision was performed the following day. No further patient complications have been reported as a result of this event.